Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Ash, significant other, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 145 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 124 and 139 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/13/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), significant other, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 145mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 124 and 139mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/13/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is testing 4 times a day.